Event description:
A malfunction on the pump was reported by the caller. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.